Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer was able to load a new cartridge. Reportedly, the customer stated that their blood glucose level may have gone up 1-2 points. However, the exact value was not provided, the customer declined to test, and stated that "it is not life threatening."